Event description:
It was reported via repair work order that the inlet filter and power plug was melted due to a missing power prong and loose connection which allowed arcing to occur. This allegedly caused smoke, heat, and possibly flame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the electrical components were melted/burned due to a short circuit in the power cord connection to the power inlet. This allegedly caused smoke, heat, and possibly flame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. Follow-up submitted with evaluation results which determined the inlet filter and power plug were melted due to a missing power prong and loose connection which allowed arcing to occur. Bed was replaced.

Event description:
It was reported via repair work order that the electrical components were melted/burned due to a short circuit in the power cord connection to the power inlet. This allegedly caused smoke, heat, and possibly flame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.